Manufacturer narrative:
The customer stated that the unit had been experiencing intermittent zoom failures and during a transport from the ER to radiology, a patient started coding. In follow up communication with the lead x-ray technologist it was reported that the intermittent zoom condition did not prevent the patient from getting to the ER. The issue was resolved for the customer by ordering a new battery kit for the customer. The customer will replace the batteries at their discretion.

Event description:
It was reported via repair work order that the stretcher stopped zoom drive while in use due to malfunctioned batteries. During transport, the patient coded. No additional information has been reported at this time. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Event description:
It was reported via repair work order that the stretcher stopped zoom drive while in use due to malfunctioned batteries. During transport, the patient coded.